Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while performing inspection, it was observed that the device was getting check vent: central processing unit (cpu) printed circuit board assembly (pcba) analog to digital converter (adc) failed message. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported issue when starting up the device. The device was replaced with the same model one. This device will be repaired by southwest medical intelligence. The investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that the 111e - central processing unit (cpu) printed circuit board assembly (pcba) analog to digital converter (adc) failed message was in the event log. The cpu pcba board was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.